Event description:
Back to back tests on the same device within 10 minutes: 495mg/dl, 98mg/dl. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.